Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the or for a generator change. Externalized conductors between the svc and rv coils were seen via fluoroscopy. During an induction testing the device was unable to sense the vf. Small r-waves were noted, and it is suspected that the lead to tissue interface was the reason for the poor sensing. The lead was capped and replaced due to the sensing anomaly. Patient was concerned about an infection. Patient currently complained of lost of pain as a result of the replacement procedure.